Event description:
It was reported that the system was explanted due to high impedance. The device exhibited undersensing and no capture. When the leads tested normal, the device was explanted.

Manufacturer narrative:
The reported field event was confirmed. The cause was due to an isolated component within the hybrid. High impedances, no sensing, and no pacing were observed. When the atrial connection was removed, normal function ensued in the ventricular channel.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.